Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Internal file number - (B)(4).

Event description:
The hospital reported that there was no power going to the hand piece on the hemopro tool. The led power-on indicator light was showing on the t.w. Power supply. They connected another power supply and completed the case. The hospital did not report any patient effects. The hospital will reportedly not be returning the device in question.